Event description:
A report was received that the patient had gained a significant amount of weight (non-device related) and was no longer able to charge her ipg. The patient underwent a pocket revision, during which, the physician made the pocket more superficial. The patient was reportedly doing well following the procedure.